Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was not confirmed. Failure mode was that of expected wear. Inspection of the device showed wear marks on the surface and on the edge of the device. There was no fracture/crack seen on the device. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. It is unknown for how many times the device has being used. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while in use during a knee arthroplasty, the instrument cracked. The surgery was completed with the device. No adverse events have been reported as a result of the malfunction.